Event description:
The customer states that the cuff was leaking. The event was observed after 30 minutes of intubation. The pt required non-routine replacement of the tube. The customer said that the connector of the tube is coming unlocked and required to be careful to open the package, as the piece can drop.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device.